Event description:
It was reported that the device would not get into set-up mode. The device seemed to have a boot up issue. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, but could not duplicate the observed condition. The root cause of the reported failure cannot be determined.